Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running controls. Fse resolved complaint by replacing failing cup transfer flat cable. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2161] y-axis cup transfer cup pickup failure cause : the cup-gripping sensor failed to detect a cup after cup pickup. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to component failure of the cup transfer flat cable.

Event description:
A customer reported getting error message "2161 y-axis cup transfer cup pickup failure" while performing daily check run on the aia-2000 analyzer. The customer states the analyzer was restarted and all set home was performed, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), progesterone (progiii) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The cup transfer flat cable was returned to tosoh instrument service center for investigation. Functional testing did not confirm the reported event was due to failure of the cup transfer flat cable, therefore cause could not be traced to device. The most probable cause of the reported event could not be traced to device.